Event description:
Customer reported expiration date missing from active system label. No adverse event reported. A request was made for the return of the product, replacement was sent.

Manufacturer narrative:
Retention product was expired, therefore, only historical retention data provided.